Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. Recurrence and adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the attorney that on (B)(6) 2014 the patient underwent a repair of a ventral incisional hernia. A ventralex mesh was implanted. As reported, on (B)(6) 2018 the patient underwent surgery to perform laparoscopic lysis of adhesion and incision hernia repair with underlay mesh. During the surgery, ¿the mesh was no longer bridging to fascial defect and was free floating. Large defect in the superior portion of the pre existing mesh. Incarcerated omentum was present. This was fully reduced. Dense adhesion of a loop of small intestine on the previous mesh. This loop of bowel was tucked in underneath the edge of the mesh, making it very difficult to dissection.¿ it is alleged by the attorney the patient continues to experience complications and will likely require additional surgeries to repair the damage. As reported, the patient suffered permanent injuries and significant pain and suffering, emotional distress, diminished quality of life, anxiety, depression, disability and impairment due to the alleged "defective" ventralex mesh.